Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead perforated the heart wall and generated a small effusion. This issue was confirmed by a cardiothoracic scan. The lead also showed high pacing thresholds and intermittent loss of capture. The lead was explanted an a new lead was implanted. No additional adverse patient effects were reported.